Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is on going. A follow up report will be submitted when the evaluation is complete.

Event description:
The user reported that while opening the shipping box damage was observed in the device packaging. The kit was not used on a patient.